Event description:
Boston scientific received information that during a follow up visit, it was noted that this atrial lead had triggered a lead safety switch to occur due to low out of range impedance measurements. The atrial lead was measured and it revealed an impedance of 220 ohms. It was suspected that the low impedance was due to an insulation issue on the atrial lead. The device was reprogrammed to vvir configuration. No adverse patient effects reported.

Manufacturer narrative:
The atrial lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.